Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid endoscopic stone-retrieval forceps broke. The issue occurred during a therapeutic bladder stone removal and was completed using an olympus back-up device. There were no reports of patient harm.